Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample is not available for assessment. The complaint can be confirmed for hematoma postoperatively. The exact root cause cannot be determined. Review of the device history record showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table.

Manufacturer narrative:
D6b: explanted date: the device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: it was reported that the patient began bleeding from the access site within hours of completion of the case. An 8fr procedure sheath was used. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion, nor with insertion, deployment, or withdrawal of the device. Manual compression was held to achieve hemostasis. A peripheral angiogram was performed and closure was completed without complications. There were no issues with groin in post-anesthesia care unit (pacu) for recovery. The patient stood with pt around 3pm and developed large hematoma that required manual pressure, femstop and bedrest.